Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the system error 2240 was use error. There was no reported device malfunction therefore no further investigation will be performed. Per baxter labeling, users are instructed to press stop on the home choice when temporarily disconnecting from therapy. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.

Event description:
It was reported to baxter (B)(4) that a system error (se) 2240 alarm occurred with a home choice machine drain 5. The home patient (hp) was connected to the machine via an unknown cassette, but disconnected during dwell 5 to use restroom and did not press stop. The machine started drain 5 without her being connected. The patient did reconnect. Proper procedures per the user manual were reviewed with the reporter. The home patient (hp) would complete therapy with manual supplies. No clinical consequences for the patient were reported. There were no reports of patient injury, medical intervention, or adverse event.